Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to a patient on (B)(6) 2017 via lp-shunt with setting 4. It was reported that the surgeon found the pustules formed near the abdominal catheter distal part. The revision surgery was performed on (B)(6) 2017 (brand, article number, and setting were unknown). The patient is female, and her condition is under monitoring. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected; a clear liquid was noted inside the valve, as well as needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions were noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number is unknown. No root cause could be determined as the problem reported by the customer was not confirmed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.